Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. This lead was also damaged. This lead was explanted. No additional adverse patient effects were reported. The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This lead was also damaged. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.